Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), male, pt, the device displayed a "defib pad short" message with paddles attached. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.